Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Drill bit (B)(4) was also used with the sleeve. It is not known at this time which device if any caused this event.

Event description:
At the distal fibula plate operation, after the surgeon drilled with 2.5mm drill with drill sleeve, when the surgeon wiped the tip of the drill with the gauge, black materials attached to the gauge. Several drillings were performed and at the each drillings, black materials attached to the gauge. It was not clear if the black materials generated from the drill or not. The black materials were so small and could not confirmed as debris of the metal and like black fluid. The operation was complete.